Event description:
It was reported that the patient had the plaster pasted on the lower abdomen above the hip bone before showering and her skin was not creamed. After showering, the patch was water soaked and her surgical wound was inflamed.

Manufacturer narrative:
We have now completed out investigation into the reported issue. The returned and retained samples were tested for waterproofness and found to be acceptable. A review of the associated batch records was carried out. This review confirmed that the product had been manufactured in accordance with defined procedures and specifications. There was no record of any problems or deviations occurring during the manufacturing of this product in relation to the reported issue. The dressings are designed to be resistant to contact with water but submersion or prolonged contact should be avoided.